Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the catheter was going to be placed into the patient's radial artery in the anesthesia department. Prior to insertion, the clinician was having issues when the guide wire is being placed into the needle. The clinician had difficulty after attaching the guide wire tube assembly to the hub of the needle. As a result, another kit was used to complete the procedure. There was a delay in treatment and no patient death or complications were reported. They also noted that the wire appears to be a different color.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through functional testing of a returned product sample. The customer provided a radial artery guide wire / tube assembly and a catheter over needle assembled together. The handle on the guide wire assembly was moved and the guide wire moved out of the needle tip. The needle was bent at 1.7 cm from the hub base and the guide wire was kinked at 6 mm from the distal weld, or just below the needle bevel when the handle is at the black line. The guide wire was found to be intact and within dimensional specifications. The needle hub was removed with some force. The components were reattached and this time the wire would not enter the needle cannula since they appeared to be misaligned. The guide wire was manually fed trough completely. Additional attempts resulted in significant kinks in the guide wire. A review of manufacturing records did not yield any relevant findings. The provided instructions state not to force feed and not to retract the guide wire against the edge of the needle. Based on the information provided and the time of discovery and the condition of the returned sample, operational context appears to have caused or contributed to this complaint. No further action will be taken.